Manufacturer narrative:
Corrected data: b5 in initial MDR removal date (B)(6) 2020 is corrected to (B)(6) 2020. The lens was implanted, removed, and replaced intra-operatively (during the initial surgery) on (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Corrected data h6- investigation finding in previous MDR is corrected from 114 to 213. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No [or#] similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.00/1.0/107 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patient's left eye (os) and removed on (B)(6) 2020.there was patient contact (lens touched the eye) with no patient injury. A similar lens was implanted on (B)(6) 2020, this resolved the problem. Cause of the event is reported as unknown.